Manufacturer narrative:
Additional information reported that two days following the implant of the second valve, computed tomography (CT) showed extensive ischemia in the brain. Treatment was discontinued as no options for recovery from the ischemic cerebral vascular accident (cva) remained and the patient died the same day. The cause of death was progressive heart failure after discontinuing inotropes because of bad neurologic prognosis after the extensive cerebral infarctions. The physician reported that the valve nor the valve function were the cause of death. If the patient had not undergone the valve replacement, death within a considerable time would have occurred due to progressive heart failure. No autopsy was performed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that two days following the implant of this transcatheter bioprosthetic valve, the patient died. The cause of death is unknown.